Manufacturer narrative:
Product event summary-the proximal segment of the lead was returned. Analysis was performed and no anomalies were found.

Manufacturer narrative:
Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis found that there were 3 - patient alerts for out of tolerance subthreshold lead impedance between (B)(4) 2011 and (B)(4) 2012. Weekly pace impedance trend data shows a decrease for minimum a pace= 264 to 160 ohms range between (B)(4) 2011 and (B)(4) 2013. Weekly pace lead trend data shows an increase for minimum and maximum right ventricular pace= 316 to 856 ohms peak between (B)(4) 2012 and (B)(4) 2013. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) defibrillator 2008 (B)(6); 5076-52 implantable pacing lead 2008 (B)(6). (B)(4).

Event description:
It was reported that there was an increase in right ventricular (rv) pacing threshold and impedance. The physician attempted to implant another rv lead however was not able to due to the patient's anatomy. A different lead was successfully implanted. No patient complications have been reported as a result of this event.